Event description:
It was reported that the pt was seen for abdominal pain unrelated to device. The device was seen to have normal as-vp. The device interrogated and there was an alert for device at eri. However, the battery information could not be read due to message data not read. Next the programmer displayed a "fatal error" and the physician was unable to re-interrogate the device. Early next morning, the pt was found to be in a vvi 67 bpm rhythm. Further interrogation of the device was not possible. Tse explained that it was possible that the battery was low enough where they were unable to interrogate the device successfully. At this point, it was unclear as to the reason for the bvvi but since the device is at eri, we do recommend replacing the device. The physician explained that the pt is still in the ICU being treated for other symptoms. The physician placed a temporary pacer and will continue to monitor.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.